Manufacturer narrative:
A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device disposable sensor is not recognizing the disposable. There was no patient involvement.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The root cause is due to the microswitch being damaged. The microswitch was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.